Event description:
Boston scientific crm received information that this device was noting a vs vs and then a vp. It was determined that the device was oversensing the minute ventillation. There was no inhibition of therapy as this patient paces 0% on the ventricle.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.